Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient's infusion set tubing came apart from the site on (B)(6) 2025. The infusion set was in use for couple of days. No further information available.